Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after a zcb0000230 intraocular lens was implanted the surgeon decided the patient required a vitrectomy. The iol was removed during the same procedure. The reporter stated there was no quality issue with the iol. A z9002 was subsequently implanted and the patient is reported to be doing fine. Additional information requested, but not received.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under a microscope revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. Also, lens was observed with a cut that could be related to handling of the unit during the removal and replacement process. Manufacturing record review was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.